Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope darkening of the ultrasound image. The issue was found during reprocessing after a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a scratch on the acoustic lens down to the adhesive layer and foreign material on the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
"The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cut on the acoustic lens down to the adhesive layer and foreign material on the forceps elevator. In addition to the reportable malfunction, the following were noted: due to the damage on ultrasonic probe, the displayed ultrasound image was defective with missing elements; due to deformation of the electrical connector, water tightness was lost; the forceps channel port had a dent; the light guide cover glass had a dent; switch 1 had a cut; the adhesive on the bending section cover was detached; due to deformation of nozzle, water removal ability did not meet the standard value; the suction cylinder was shaved; due to wear of angle wire, bending angle in the up/down and left directions did not meet the standard values. Additionally, the following components had a scratch: image guide protector, connecting tube, suction connector, universal cord, and the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "chapter 6 compatible reprocessing methods and chemical agents and in chapter 7 cleaning, disinfection, and sterilization procedures. [Warnings and cautions] ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor the field performance of this device.